Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd alaris infusion set experienced blockage. The following information was provided by the initial reporter: post if you are having occlusion issues with alaris pump tubing with a 1.2 micron filter when running lipids.

Event description:
It was reported that the unspecified bd alaris infusion set experienced blockage. The following information was provided by the initial reporter: post if you are having occlusion issues with alaris pump tubing with a 1.2 micron filter when running lipids.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that they are having occlusion issues with alaris pump tubing with a 1.2 micron filter when running lipids could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.